Event description:
It was reported that during a gastrectomy procedure, there were malformed staples. The staples were delivered malformed, which may have triggered stomach tissues injuries. No further details. No information on potential consequences for the patient or the management of the issue. Unknown how case was completed. Additional information has been requested, no response to date.

Event description:
It was reported that prior to a lap cholecystectomy procedure, the clip applier was spitting out unformed clips from the end. Other devices with the same batch numbers were opened and found to have the same issues. Procedure was prolonged by 15 minutes and was completed with a same like device. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) cartridge reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.